Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The account indicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient needed a ventilator, norepinephrine, epinephrine, and vasopressin. The patient later passed away due to end stage organ failure while in hospice care. The death was not considered to be device related and the device operated as expected.